Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported "did not recognized open door". The reported problem was reproduced during evaluation. The cause was determined to be a failing lower latch switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize an open door. There was no patient involvement. No additional information is available.